Manufacturer narrative:
Additional information from customer was received which identified the device manufacturing site. (B)(4).

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.

Manufacturer narrative:
The complaint sample was not returned to (B)(4) for evaluation and the reported event cannot be confirmed. A process review was completed and no discrepancies were found. The initial investigation completed by the distributor (smith & nephew) attributed the cause of the malfunction to be fatigue loading of the weld joint, breakage and wear. No further investigation is required. Complaint information provided by smith & nephew. Foreign (B)(6).

Event description:
It was reported during a direct anterior approach hip using our r3 cup and polar stem with a ceramic head and liner. The surgeon reamed and implanted the r3 cup using the offset shell impactor. He then impacted the ceramic liner using the same impactor and handed the impactor back to the scrub nurse. While inspecting the liner to ensure that it was correctly seated, he noticed a small piece of metal in the soft tissue. He picked it out with forceps the sales rep immediately noticed a hole in the side of the impactor and realized that a retaining pin had dropped out of the handle and informed the surgeon that it was from the shell impactor. The surgeon continued with the case as normal. A post op/recovery x-ray was taken to ensure no foreign object was in the wound. This was clear when viewed by the surgeon.